Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; connector found damaged (broken). Analysis also found the hanger was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic sockets for the external pulse generator's atrial and ventricular connectors were split and broken, making the secure connection of the adaptor cable impossible. The external pulse generator was returned for service. There was no patient involvement.